Manufacturer narrative:
Conclusion: vessel dissection is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. The info in this report was collected during the review of stroke cases for a (B)(6) study ((B)(6)). The info available regarding this event is limited to the procedural reports provided by the hospital.

Event description:
It was noted during a stoke procedure that the mca had ruptured or been dissected. Upon discovering this rupture/dissection the procedure was terminated and no further action was taken. This rupture lead to a subarachnoid hemorrhage with space occupying effect, compression of the left ventricles, and a 4 mm midline shift to the right. Ceasing the intervention procedure in tandem with the rupture and hemorrhage lead to global cardiac and circulation collapse and ultimately death. This event is reported by the investigators to be definitely related to the penumbra system. This MDR is associated with MDR 3005168196-2011-00164.